Event description:
It was observed that during the device evaluation, the protector of the video cable section on the rigid video scope is cut and the fiber bonding in the outer tube area (distal end) is damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of protector of the video cable section is cut and the fibre bonding in the outer tube area (distal end) is damaged was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.